Manufacturer narrative:
The device has not been returned to biosense webster for evaluation. Treatment of atrial fibrillation is not an approved indication for this catheter in the united states.

Event description:
It was reported that a patient enrolled in the clinical study presented a pericardial tamponade during re-ablation of afib. The patient was treated by pericardiocentesis. The catalog number and lot number of the device were not provided. No further information could be obtained regarding this case.